Event description:
It was reported by the aci vascular closure specialist that a (B)(6) female patient underwent a diagnostic coronary procedure on an unknown date. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site. Following the procedure, the technician who is a trained user, selected the mynx vascular closure device with grip technology 6f/7f to close the access site. It was reported that a small pseudoaneurysm (size 1.5 x 1.1 x 1.7 cm) developed post pseudoaneurysm was a large hematoma. A femostop was used to get the pseudoaneurysm to thrombosis. The patient required a blood transfusion in the ICU. On (B)(6) 2012, the aci vascular closure specialist made an inquiry as to the size of the hematoma and the user facility was unwilling to provide any additional information.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.